Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that the product was leaking on the exterior end of the valve. The problem was noted during chemotherapy (oxaliplatin and leucovrin) infusion on a patient. It was reported that treatment was paused (infusion pump shutdown), situation assessed, discharge clean-up (chemotherapy spill protocol), equipment changes to complete chemotherapy administration. The microclave¿ clear neutral connector valve had to be changed 2 times before obtaining a defect-free valve. The team made sure that the valve was screwed in properly and sufficiently. There was a patient involved, and no harm to the patient.